Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2013-05607 for a description of the first device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician's office on june 12, 2013 stated that the patient has not reported any complaints or complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.